Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead exhibited loss of capture. Review of the data found that the impedance measurement has been decreasing over the last few months and now reached 200 ohms where it has plateaued. The pacemaker was reprogrammed to pace and sense only in the atrium, thus electrically abandoning the rv lead. No additional adverse patient effects were reported.

Event description:
Additional information was received that almost four and a half years later the pacmaker and right ventricular (rv) lead continued to exhibit loss of capture (loc). There was also now high out of range pacing impedance measurements of greater than 2000 ohms and undersensing. During a device change out procedure for normal battery depletion, the rv lead was surgically abandoned and the pacemaker was explanted. A new pacemaker and rv lead were successfully implanted and no additional adverse patient effects were reported.